Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pilot valve alarms. Additional malfunction is the sieves bed alarm/odor.